Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from foreign healthcare professional (hcp) via (B)(6)on (2019-may-22. The following timeline of events was provided: symptoms prior to onset of adverse event and before/during/after dosing: on (B)(6) 2019, 1:53pm: refilling was performed. On (B)(6) 2019, 5:20pm: rehabilitation was performed. On (B)(6) 2019, unknown: urinary tract infection was diagnosed in a nearby hospital. During and after onset of adverse event: on (B)(6) 2019, 7:15am: the patient got up and took a meal. The patient could talk as usual. On (B)(6) 2019, 7:45am: the patient lost consciousness and breathed with snore. The patient¿s face turned pale. On (B)(6) 2019, 8:12am: the patient was transported to the hospital by an ambulance. The consciousness level was jcs300. Spontaneous respiration was restarted. The patient¿s blood pressure was 114/80. P66 spo2: 99% (o2: 6l/min) blood gas: ph=7.280 pco2=42.9 po2=298.0 2019/04/16 10:30am: a call was made to the neurosurgery department. The patient was admitted to the hospital. On (B)(6) 2019, 11:30am: the patient¿s extremities were flaccid and macrophage activation syndrome (mas) was 0. The dosage of itb was 48m cg/ml. On (B)(6) 2019, 12:30pm: refilling was performed with saline solution (drug was suspended). The actual residual drug volume was 9.8 ml; the residual drug volume on programmer was 9.9 ml. Catheter x-ray study performed had no abnormal findings. On (B)(6) 2019, 5:30pm: the patient recovered consciousness and use of the oxygen mask was discontinued. On (B)(6) 2019, 8:40am: the patient was able to take a meal. On (B)(6) 2019, 10:10am: catheter contrast study was performed with no abnormal findings. On (B)(6) 2019, 1:30pm: rotor test was performed. Refilling was performed. The actual residual drug volume was 17.0 ml; the residual drug volume on programmer was 17.5 ml. The attending physician's assessment stated that no abnormality was observed in the rotor test and catheter contrast study and there was no issue of variability in the check of refilling. The symptoms were loss of consciousness and respiratory decrease which was caused by overdose. Unasyn was administered in the previous day due to pyelonephritis (patient had past history of pyelonephritis), which was considered as one trigger and the subsequent urinary tract infection (onset on (B)(6) 2019. The causality was related to the drug and unknown if it was related to the pump or programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi sankyo regarding a patient who was receiving gabalon (1000 mcg/ml) at a dose of 135 mcg/day for spinal cord injury. It was reported that on (B)(6) 2019 the patient suddenly experienced a disturbance of consciousness. It was noted that the previous refill was on (B)(6) 2019 and that no abnormality was observed until the morning of (B)(6) 2019. A decrease in the blood pressure and bradycardia were observed, so overdose of gabalon was suspected and the dosage was reduced to 48 mcg/day. After that, the drug in the pump was replaced with saline solution and the rate was set to the minimum rate. The remaining amount of drug displayed on the programmer was 9.9 ml, and there was almost no discrepancy with the remaining amount of 9.8 ml actually in the pump. Disturbance of consciousness, the blood pressure, and the pulse were all recovered as of (B)(6) 2019. On (B)(6) 2019 a catheter contrast examination was performed, but no abnormality was observed. It was scheduled to perform a roller test continuously. The severity of the event was reported to be serious. The causality was related to the drug and unknown if it was related to the pump. It was noted that the patient was overweight in the past and the catheter was kinked. At that time, overdose was suspected. Because there was no effect, the dosage was increased. However, the physician considered whether the drug suddenly entered the intrathecal space due to something. Abnormality in variability was observed as well. Please refer to manufacturer report 3004209178-2017-21654 for the details pertaining to the previous catheter kink and overdose. It was indicated that the variability was normal this time. No abnormality in the catheter was observed and the cause was not clearly known, so the possibility of anomaly of the pump was suspected and the possibility that the event was related to overdose of gabalon was also considered per the attending physician's assessment. It seemed that the physician could not think of other causes. At the point of this report, spasticity was coped with oral drug. However, since the spasticity seemed to be strong, if no abnormality was observed in the roller test, the intrathecal baclofen treatment would be resumed. No further complications were reported or anticipated.